Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Additionally, in situ measurements show two channels to be in status hi for yet undetermined reasons. However, to determine an exact root cause, a device investigation of the explanted device is necessary. Re-implantation was scheduled but no further information has been received yet.

Event description:
The user reported sudden reduced hearing performance with the device. He also reported hearing a "strange noise". There are no reports of an accident or trauma. Re-implantation is considered but no date has been set yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported sudden reduced hearing performance with the device. He also reported hearing a "strange noise". There are no reports of an accident or trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported sudden reduced hearing performance with the device. He also reported hearing a "strange noise". Re-implantation is considered.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Additionally, in situ measurements show two channels to be in status hi for yet undetermined reasons. However, to determine an exact root cause, a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The user reported sudden reduced hearing performance with the device. He also reported hearing a "strange noise". There are no reports of an accident or trauma. Re-implantation is considered.